Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-02533. It was reported that one lead came out and subsequently patient experienced an infection at trial lead site. Both leads were removed. Patient was admitted to the ICU with sepsis. Patient has been discharged from the hospital and infection has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was determined one lead came out and subsequently experienced an infection at trial lead site. Both leads were removed. Patient was admitted to the ICU with sepsis. Patient has been discharged from the hospital and infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.